Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable due to ink blots. Customer's blood glucose (bg) level was not impacted by this issue. Additionally, it was reported that the customer experienced a bg above 600 mg/dl due to an unknown cause. Customer did not believe bg was due to pump or pump supplies. A correction bolus was delivered and a manual injection was administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.